Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the asymptomatic patient presented for a follow-up at clinic, noise was observed on the atrial lead. Noise was not reproducible with arm movements, isometrics or pocket manipulation. Programming changes were made. The patient was stable before, during, and after the event.